Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was below 60 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The blood glucose value associated with the triggered suspend event varied. The customer stated their differences were between 100 mg/dl to 150 mg/dl. The customer reported that the difference occurs with the previous sensor. The customer stated that their blood glucose goes up and down frequently. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. See attached file for details. (B)(4).